Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted since the lot number was not provided. The reported patient effects of stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Implant date: date estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 2 xience stents and xience sierra stent referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat restenosis of 3 xience stents that were implanted in (B)(6) 2018. The stents were located in the left anterior descending (lad), circumflex and left main coronary arteries. The patient was symptomatic on (B)(6) 2019, with chest tightness and shortness of breath. An angiography was done to confirm restenosis and intervention was performed today, (B)(6) 2019. The 3.50 x 8 mm xience sierra was advanced with resistance noted with the previously implanted stents and once it was located in the proximal circumflex coronary artery it became stuck on one of the stents and could not be advanced or withdrawn. Finally the stent delivery system (sds) was able to be removed; however, the stent was not located on the sds when it came out of the anatomy. It was confirmed that the stent remained in the left main coronary artery and balloon angioplasty was used to crush the stent to the vessel. The patient remains hospitalized with a heart pump. No additional information was provided.